Event description:
It was reported that the device failed an accuracy test. The event occurred during testing.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number: corrected. D9: date returned to mfg.: 5/9/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the rear housing was cracked on top corner. Ac connector, dose connector, downstream sensor and upstream sensor were contaminated. Per functional testing, the complaint was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Most probable cause was out of specifications expulsor. Replaced expulsor assembly to correct the issue. The device passed all functional tests after the repair. The previous service, dated: 13-jul-2018, was for the same reason of "failed accuracy -7.7%¿. This reason for return is related to a past service.